Event description:
It was reported that the patient experienced an overdose within 24 hours post pump replacement, "possibly due to previous drug infusion system not operating properly"; (the issue related to the previous pump has been reported in MFR report # 3007566237-2012-01394). The patient symptoms included: headache, light headed, head spinning, feels like passing out, leg weakness, and nausea; symptoms were less severe while lying down. It was added that patient was getting too much drug because "the dose was set too high". The physician had since turned the pump dose down twice. It was indicated that the symptoms lasted for 24 hours after implant, at which time hcp lowered dose. Patient experienced relief of stated symptoms for a small period and 48 or more hours later, patient re-visited the hcp and the dose was reduced to 2mg/day. The overdose symptoms were later noted to be under control, and patient was currently on oral medications to control pain. As of (B)(6) 2012, patient continued to experience headaches in addition to higher pain levels, break through pain and delerium with periods of lucidity. Patient was taking hydrocodone but that his hcp had directed him not to take oxycontin. Patient was also taking up to three valium daily. It was stated that when he was implanted, he was dosed with 15mg/ml of hydromorphone; "went down from 3.6mg/day to 2.504mg/day to 1.998mg/day of medication". Patient had seen the hcp several times since implant and was working with his hcp for his concerns. Drug delivered via the device was hydromorphone.

Event description:
Additional information received reported the patient was ¿noticing some things right now and having some issue with my health.¿ it was noted the patient was concerned ¿that this problem could be going on again.¿ {refer to manufacturer report # 3007566237-2012-01394 regarding previous pump issue} it was further reported the patient had been having ¿gi issues for the last week or two weeks¿ and ¿maybe pain medicine related in my head, some sort of reaction.¿ it was noted that the doctor replaces his pump every five years ¿just to make sure it won¿t fail.¿ the patient was going to call his healthcare provider (hcp) to make an appointment to see if he was getting the right amount of medicine. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient felt that sometimes he was being overdosed; and sometimes he felt like he was being underdosed. This started over the past 6 to 12 months. The patient was in the process of titrating the pump to have it removed. The pump contained dilaudid, the reporter stated that the concentration of the drug was 20mg/ml and he thought his dose was around 2.3 mg per day. The reporter was redirected to their hcp.

Event description:
The patient experienced dizziness, drunkenness with an intermittent severe headache. A pumprogram done on (B)(6) 2012 was negative; no pump problems. The cause of the event was unknown. It was questioned if the old pump was delivering a decreased amount of medication. The patient was started on the same concentration and dose of medication as the prior pump. There were multiple dose adjustments. The patient was hospitalized. There was no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2012-(B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
8840 s/n: unknown, 8709 s/n: (B)(4), implanted: 2006 (B)(6), 8578 s/n: (B)(4), implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that within 24 hours of the implant they were falling down.

Event description:
After additional review: the following information previously reported below under this manufacturer report 3004209178-2012-08431 pertains to a different event and is not applicable to this event: additional information received reported the patient was ¿noticing some things right now and having some issue with my health.¿ it was noted the patient was concerned ¿that this problem could be going on again.¿ {refer to manufacturer report # 3007566237-2012-01394 regarding previous pump issue} it was further reported the patient had been having ¿gi issues for the last week or two weeks¿ and ¿maybe pain medicine related in my head, some sort of reaction.¿ it was noted that the doctor replaces his pump every five years ¿just to make sure it won¿t fail.¿ the patient was going to call his healthcare provider (hcp) to make an appointment to see if he was getting the right amount of medicine. A follow-up report will be sent if additional information becomes available. Any additional information received regarding the reports of the patient¿s gi issues and reaction to medication will be contained within the different event.